Event description:
The dealer states that due to unusual wear and tear on the chair, he is replacing just about everything on the chair. Arms, axles, back hardware, casters and hardware, frame hardware, footplate hardware, footplates, footrest support tubes, seat frame, backrest frame, seat upholstery and hardware, wheellocks and hardware, rear wheels and hardware, and calf strap.